Event description:
It was reported that the 3 bd angiocath plus¿ i.v. Catheter experienced the silicone overflowed. The following information was provided by the initial reporter, translated from korean to english: "silicone overflow in catheter tube."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 30-aug-2022. H.6. Investigation summary: one sample in open packaging were received by our quality team for evaluation. The sample was subjected to visual inspection to check for visible silicone on the catheter tubing. Under 20x magnification, small droplets of transparent, gel-like substances were observed on the surface of the catheter tubing. However, the lubricant appearance was found to be acceptable. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the evaluation on the returned sample, the small droplets of transparent, gel-like substances observed on the catheter tubing were most likely to be excessive lubricant that aggregated and formed small droplets on the catheter surface. Given the gel-like nature of the lubricant, it is possible for it to flow to different locations on the catheter during transportation or storage. The lubricant appearance on the returned sample was found to be acceptable. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the 3 bd angiocath plus¿ i.v. Catheter experienced the silicone overflowed. The following information was provided by the initial reporter, translated from korean to english: silicone overflow in catheter tube.